Manufacturer narrative:
Since the event description stated "argon probe malfunction and subsequent perforation", olympus selected "wa94007a (single use plasma coagulation probe "radial argon pa-231u", 2.3 x 2200 mm)" as a representative product for the argon probe. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic colonoscopy performed for rectal bleeding and treatment of a small angiodysplasia lesion, the physician used a radial argon probe to coagulate a lesion in the cecum. The customer reported argon probe malfunction and subsequent perforation. Additional information was obtained that superficial mucosal burning was observed and the procedure was completed. The patient experienced intense pain, jerking, sensations of electric shock and contractions of the abdomen. Post-procedure, the patient complained of post-operative pain, and a decision was made to take the patient to the operating room for further management and investigation. An intestinal burn was noted in the cecum, which appeared to correspond with the site of the argon procedure. The injury was repaired with sutures and no intestinal resection was necessary. The perforation was reported to be 2 to 3 cm. The patient was discharged home, as reported. There were no further reports of patient harm. The customer initially reported as an argon probe malfunction, however, later indicated that they cannot confirm the cause. No device error messages were reported, additionally, the customer's clinical team noted that the cecum is more fragile and thinner and there was presence of the 3d navigation system near the site. Additional information has been requested but not available at this time.